Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported unknown system error, which was not reproduced. System error 322 was found during review of the event history log. The software was upgraded to correct this issue per the approved remedial action activities.  System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an unknown system error alarm during therapy (medication, programmed amount and delivery rate unknown) in the acute care area. The system error occurred during an infusion, the pump was shut off, and started back up. After about 10-15 minutes of working, the pump alarmed with the same unknown system error again. The pump was swapped out for a new one to successfully continue the infusion. It is unknown how long the delay in infusion was but the pump was swapped out following the error. It was also reported there was no patient injury.